Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited error code e226 and faulty cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e226 on the screen was due to faulty cable. The most probable cause was traced to an electrical component failure. The most probable cause of faulty cable was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.